Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with scar tissue resulting in corneal haze on both eyes (ou). The date of treatment was (B)(6) 2015 and the date of discovery was (B)(6) 2016. A brief description from the surgery center indicated the scar tissue was more on the left eye than the right eye and the patient had developed haze after a lasik procedure and there was loss of best corrected visual acuity. The patient had commented on hazy and blurry vision. The patient had three previous post op exams on (B)(6) 2016 and there was not enough improvement even with the treatment of topical steroid use. The plan of action is to perform a phototherapeutic keratectomy (ptk) over the summer 2017. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2015: right eye pre-op 20/25 2.25 x -3.75 x 3, left eye pre-op 20/25 4.00 x -3.75 x 165. Post-op; bcva distance from (B)(6) 2016: right eye post-op 20/30, left eye post-op 20/40. Post-op; bcva from (B)(6) 2016: right eye post-op 20/25 -.75 x -.75 x 176, left eye post-op 20/50 - .50 x -1.50 x 178.